Event description:
It was reported that following a lap rectum procedure, the pt had a stomach ache, and a re-operation revealed leakage in the anastomosis. The leakage was not detected during surgery. The surgeon is unsure what occurred. Pt still hospitalized but is improving. No further info is known.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.